Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented for a follow-up in clinic after an unrelated procedure. Upon interrogation of the patient's pacemaker, it was noted that the elective replacement indicator was incorrectly triggered despite having a normal battery voltage as well as backup vvi. Programming changes were made and the device was successfully restored.